Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. It was further reported that the blue main body had cracked. This was observed during use. The device was replaced when the issue was noticed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : two actual devices were received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.